Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing for an issue that is unrelated to the reported problem. The device passed accuracy confirmation testing and temperature verification. External and internal inspections were performed and revealed no problems. The heater and pneumatic systems were tested and both systems were found to be functioning properly. The printed circuit boards were inspected with no issues found. The reported issue was confirmed through an event history log review. The device was sent for servicing. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine at power up. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received however evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.